Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/30/2016 with the following findings: during investigation, a visual inspection of the pump showed that the battery compartment was cracked. There was no evidence of damage to the battery compartment threads observed. The returned battery cap was undamaged and was able to be removed and to tighten securely to the pump. The battery cap contacts height and width measurements were within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.